Event description:
It was reported that during annual checks, the 2600 system locked up and would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge oec service representative performed an on site investigation. The workstation voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.